Event description:
While performing bench service for the device, it was identified by an authorized bench technician that the display assembly for the unit was damaged. There was no patient involvement.